Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during ipg revision surgery (manufacturer reference number: 1627487-2021-02117), it was found out that left lead had migrated from t8-t9 to t10-t11. Lead migration was confirmed with x-ray. The patient reported decrease in effective therapy approximately after three months post implant. Physician elected to explant the lead. A new lead was implanted slightly to the left of midline covering t8-t9. This addressed the issue. It is not known if the lead had migrated prior to the pocket revision or during the case. Patient denies any recent trauma or falls.